Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
According to the customer report, three instances of liquid leakage had occurred during use. The affected products have been discarded, but please confirm whether the remaining products in the box are within or outside the price range.